Event description:
This is the 3rd corflo feeding tube which has broken - 2 have required endoscopic removal. In one of the prior incidents, the tube was still in 1 piece but had ballooned out. This tube was broken in 2 pieces, but the break site had the appearance of having ballooned out previously. Manufacturer response for 6f corflo feeding tube, avanos (per site reporter). They are trying to get more details of event to send the devices in for investigation.